Manufacturer narrative:
(B)(4) d10: 42502006002 - femur cemented cruciate retaining (cr) narrow right size 6 - (b)(60, 42532006702 - tibia cemented 5 degree stemmed right size d - (B)(6), 42540200029 - all-poly patella cemented 29 mm diameter - (B)(6). G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised due to instability in flexion and extension approximately 10 months post-op. The poly was changed from a 10mm cr to a 14mm mc. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the provided pictures identified an explanted articular surface. The device has biological material such as blood on its surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by a healthcare professional. Review of the records showed a right total knee arthroplasty with no radiographic hardware complication and normal alignment. Heterotopic bone in the calf was noted incidentally. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.